Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient (pt) was getting shocked by their device. Pt stated that if they worked on something in the yard or went to bed then they would get shocked. Pt stated that yesterday it got really bad and they were going to turn the stimulation off but they didn't know how to do that. Pt said that they usually ran the stimulation at 3.9 and 4.0 but they took the stimulation down to 2.4 and they were still hurting where they were getting shocked by the device. Agent reviewed how to turn stimulation off per pt's request. Agent redirected pt to hcp to further address the issue. Pt said that hcp no longer worked at the hospital but that they would find someone to address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they were getting shocks when they lay down or lay flat and their back hurts so bad and they were in pain. Pt mentioned their back was pretty injured. Pt talked to their manufacturer representative (rep) today and the rep said, "it was nothing unusual." When asked, pt said they don't have a managing doctor, so agent sent the physician listings to their email. Agent redirected pt to and healthcare provider (hcp) to further address the issue.